Event description:
Rn had programmed pump to deliver a bolus dose of heparin; and approximately one minute into the infusion the pump failed and stated "system error". The rn then clamped the tubing and attempted to restart the pump without success. Unsure exactly how much of the bolus the patient had got. A new pump had to be obtained to complete infusion.